Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Additionally, it was reported the pod was leaking insulin.

Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be flattened, torn, and shortened. Measurement of the soft cannula length was confirmed to be shorter than specification. Further investigation found a tear in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear in the unexposed portion of the soft cannula. An accurate leak test could not be performed due to the damage to the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 49 and was deactivated at pulse 897. No timeouts, drive stalls, or hazard alarms were generated during device run. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.